Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy had no calcification, little tortuosity in the aorta, and a depth deployment measurement of 3.5cm + 1cm. Access was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or withdrawing the procedural sheaths. A post deployment angiogram revealed collagen in the vessel, distal flow down the vessel, and bleeding present at the access site. Balloon inflation was applied, and a covered stent deployed. Follow up post angiogram reveled good distal flow and bleeding ceased at the access site. Due to insufficient information regarding initial and deployment procedures, patient conditions and environment and no angiograms submitted for investigative purposes; a root cause of the occlusion cannot be determined. The IFU was reviewed and lists failed hemostasis requiring placement of a stent and accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis as possible adverse events related to the deployment of vascular closure devices. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post angiogram showed some collagen in the vessel. There was distal flow down the vessel, but some bleeding at the groin site. A 10mm x 40mm balloon was inflated at the access site. Post balloon inflation there was still some concern about the collagen being in the vessel so an 8mm x 39mm covered stent was placed. Post angiogram showed good distal flow and there was no groin bleeding. Vessel size was 7.8mm x 8.1mm. Ultrasound and micro puncture was used for access. Access angiogram showed a mid femoral head stick below the epigastric and above the bifurcation.